Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set was leaking at quick release event on (B)(6) 2024. The infusion set has been used for one day. The blood glucose level was 450mg/dl at the time of event. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.